Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2012-02216 & -02217 and 1825034-2014-03958, -09227 / -09229).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip.